Event description:
A consumer reported blurry peripheral vision "like a shadow in the right eye" following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information was requested (B)(4) 2011, (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).